Event description:
Patient reported he was developing bradycardic heart rhythm and experienced loss of consciousness. Patient stated he has no history of such symptoms. Patient seeked treatment for bradycardic heart rhythm and has had a 3 vessel bypass.

Manufacturer narrative:
The device was not returned for evaluation as the patient resumed use after being treated for cardiac symptoms by cardiologist. It cannot be determined if the loss of consciousness was device related. No additional information was provided.